Event description:
During radical cystectomy with ilial loop urinary diversion - stapler put in tissue - "slide knob to stapler" locked. Removed - new stapler given. Dr. Used new stapler-states stapler crushed intestine.